Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had an issue. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed on this side. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have charring and localized melting at the yaw pulley. The instrument failed the electrical continuity test. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.